Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 1/4 of their automated peritoneal dialysis therapy. Reportedly, the home patient forgot to press stop on their homechoice machine when they disconnected their transfer set from the patient line to go to the bathroom. The home patient came back to an alarming machine, pressed stop and reconnected their patient transfer set to the patient line of the homechoice set. Baxter's technical service center assisted the home patient in ending therapy. Therapy was completed by setting up with all new supplies. No patient injury or medical intervention was associated with this incident, per the home patient.